Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and clinical reason for explant being subluxation of lens. The iol was explanted and exchanged for a non company lens following the initial implant procedure. Additional information has been requested but is not available at the time of this report.